Event description:
It was reported that this patient had received three inappropriate shocks a long time ago from the patient's previously implanted implantable cardioverter defibrillator (ICD). It was also reported that the battery depleted faster than expected. It had been explanted in 2018 and replaced with an implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).